Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure the patient had developed a pneumothorax requiring placement of a chest tube and hospitalization. The targeted nodule was located in the left lower lobe. Post-procedure, an x-ray was performed and found to be negative for a pneumothorax. Therefore, the patient was discharged; however, the patient experienced symptoms and came back to the hospital the next morning. On that day, a pneumothorax was confirmed and the patient had a chest tube placed. It was unknown if the patient was still at the hospital or any other current status. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.